Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient was implanted with a device for a jaw deformity. During the removal surgery, the tip of the screwdriver was broken. It looked as though it split off in two directions. The fragment was retrieved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The measurable dimensions of the screwdriver checked and found to be in compliance with (B)(4). The examination of the raw-material inspection sheets and the manufacturing papers show no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4). The tip of the screwdriver was broken off. The cross section surface shows no irregularities which indicate material conformity as well. This is indicative of exceeding applied mechanical force, during removal surgery, which may have cause the breakage. It is recommended to use the universal screw removal. No product fault could be detected.